Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available. Additional information was received that the spinal cord stimulation (scs) system was explanted due to system upgrade, the patient also needed (magnetic resonance imaging) MRI access, no allegations against the device. The patient is doing well post operatively and the device will not be returned per hospital policy.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available.